Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. He complained of sickness, nausea and vomiting, and was treated with an intravenous drip. The customer's blood glucose was 365 mg/dl. The customer stated that he was wearing the insulin pump at the time of the event. He was admitted overnight and expected to be discharged the following day. He did not believe there was anything wrong with the insulin pump. His most recent blood glucose was 265 mg/dl. He noted that he usually did his set changes with the insulin came straight from the refrigerator and was advised to only use insulin at room temperature. No bent cannula or leaks were found. He did not recall seeing any alarms. He declined to perform the high pressure test. He was advised to change the entire set, reservoir and insulin and treat per doctor's instructions. He stated that he thought the device worked fine and only checked at the request of his doctors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.